Event description:
Pt previously underwent an open repair for a aaa, since which time a pseudoaneurysm had formed around the surgical graft. Pt was no longer a candidate for surgical repair. Proximal aortic neck measured 31mm, however, 20mm below the renal arteries, the neck tapered down to 28mm in diameter. The main body graft was deployed in the aorta at the location of the smaller diameter. Pt's vessels were very tortuous, aneurysmal and calcified. As a result of the peripheral vascular disease in the right commmon iliac artery, the right hypogastric was naturally occluded. During the deployment of the contralateral iliac leg graft, the left hypogastric was inadvertently occluded. Ispilateral iliac leg graft was deployed, followed by the molding of the graft at all junction and fixation sites. Angiogram was performed viewing what appeared to be proximal and distal type I endoleaks. Graft was re-ballooned at all sites, with no resolve to the endoleak presence. An iliac leg graft was then telescoped up into the contralateral iliac leg graft to further extend the landing zone into the external iliac artery. Leg graft was ballooned at the seal and junction sites. An iliac leg extension was deployed on the ispilateral side to extend the landing zone, then ballooned at the appropriate locations. The following angiogram now revealed what was believed to be a possible type iii endoleak in both the contralateral and ipsilateral leg grafts. From all indications, the prior endoleak assessment was incorrect, eliminating the presence of a proximal type I endoleak. Another manufacturer's graft was deployed inside the ipsilateral iliac leg graft to extend throughout the length of the ipsilateral limb and leg grafts. Additional graft was ballooned with a subsequent angiogram viewing the endoleak was greatly diminished. Procedure was concluded with a scheduled follow-up exam in one month. Please refer to 1820334-2004-00351 for additional info.